Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence "

Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated blood glucose readings, decreasing from 242 mg/dl to 219 mg/dl over approximately one hour, with no alerts or alarms reported and no identified precipitating factor. Symptoms included no reported clinical symptoms and the user stated feeling fine. Outcomes included no injury, no medical intervention beyond routine self-monitoring, and no hospitalization. Investigation included technical support troubleshooting and user education regarding allowing the system additional time to correct glucose levels. Investigation of this case revealed no device malfunction and glucose levels trending down with continued monitoring. It was concluded that the event was consistent with hyperglycemia of unclear cause with no device failure identified and no clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.